Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The patient's aneurysm sizing is unknown. The iliac vessels were mildly tortuous. It is reported that a 22 french sheath was placed via the right common femoral artery. The physician met resistance as he cranked the handle to deploy the stent graft. Therefore, the physician removed the stent delivery system from the patient. It is reported that the graft cover looked like an "accordion." The physician straightened the graft cover and placed the stent delivery system in ice cold saline for 10 minutes. The physician re-inserted the delivery system into the patient and successfully deployed the stent graft. It is reported that the patient is fine and there are no additional sequelae related to this event. The device was not returned to medtronic ave for returned goods investigation.